Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse reprogrammed the system to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contribute to the customer reported issue. The probable root cause is attributed to a common compute controller (ccc) board issue, as indicated by the field service engineer's observation of multiple faults stemming from a 311 status on the ccc. The system was initially powered on, but the screen was dark with no backlight, and the psc/ssc were powered down. The fse reprogrammed the ccc board out of the golden image state, paired the system back with the psc and ssc, and verified it was ready for use.

Event description:
It was reported that the system tower was powered on as indicated by the power button status (blue), but the screen remained dark with no backlight, and both the robot and console were powered down. Troubleshooting began with a suspicion of an issue related to the common compute controller (ccc). Further investigation found that the system exhibited multiple faults originating from a 311 status on the ccc. The customer reported event has no report of patient injury.